Event description:
A customer reported a concern regarding the button on top of a pump, which sometimes did not work on the first attempt and required additional pushes. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. No additional information was received regarding the outcome of the event, and it was noted that a follow-up was not requested.